Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the device failed to cross the lesion even after several attempts to advance and the stent became damaged. The device was removed from the patient's body and the stent was deployed intentionally outside the patient by the user. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent dislodged without reaching the lesion. The device was directly removed from the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the device failed to cross the lesion even after several attempts to advance and the stent became damaged. The device was removed from the patient's body and the stent was deployed intentionally outside the patient by the user. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.